Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed a grip calibration on the master tool manipulator (mtm). The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical radical prostatectomy transcervical procedure, the customer called in mid procedure to report the following problem: sureform 30 stapler not able to control on one surgeons console. Caller stated, problem was while clamping, message occurred: please point instruments like finger controllers. Surgeon did so but was not able to staple. Caller stated, problem was not the surgeon's movement, it was normal, like several ties did before. Caller stated, problem was solved by surgeon giving instruments to second console, then taking back instruments. Later while the same call, that problem occurred again, and giving and taking instruments did not solve the problem. Surgeon then moved to second console, and there every movement of instrument and also stapling works without any problems. Surgery was completed this way. The procedure was completed with no reports of patient harm, adverse outcome or injury with a delay of 15 to 30 minutes. No fragment fell into the patient the procedure was converted to another dv with no reported injury.